Event description:
As the slic screw was being inserted, it broke at the joint. When removing the screw, the hex driver failed in the lunate section of the screw and stripped the inside of the screw, causing the bones to distract. When the surgeon tried to remove the lunate portion of the screw with the easy-out, the easy-out could not engage the lunate portion of the screw head. The surgeon tried another easy-out which also didn't work but is distorted the screw. The lunate section of the screw got stuck on the edge of the scaphoid. The surgeon decided to leave the screw in the patient, so he shaved off the exposed head and threads of the screw and left it in place. All of the extra efforts to remove the screw extended the surgery by four hours.

Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2014-00274: screw; MDR 3025141-2014-00275: driver.